Event description:
Customer reportedly received results of 107 mg/dl and 53 mg/dl within 1 minute on 2 different aviva meters. The same vial of test strips was used for each test. He was experiencing hypoglycemic symptoms at the time of the tests and self-treated with glucose. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.